Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient death and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient passed away due to hypoglycemia. Despite follow up attempts to spouse to obtain additional details of event, no further information was provided.